Manufacturer narrative:
It was reported that the ventilator had a leakage during patient treatment. The issue was resolved by customer by switching to a new patient circuit. However, the next day the ventilator failed internal leakage test during pre-use check. The ventilator was investigated on site by our field service engineer. Further investigation revealed that the failing internal leakage test was due to a dirty expiratory cassette membrane which was resolved by cleaning the membrane. The reported leakage in the patient circuit the previous day was most likely due to the dirt in the expiratory cassette membrane. No patient harm reported. Moreover, device logs were not provided. Therefore, no root cause can be established. It is very important that the valve membrane and the membrane seat in the expiratory cassette are clean. If there is dirt particles on the valve membrane it may not seal the membrane seat correctly. Dirt particles can cause leakage in the expiratory cassette.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator had a leakage during patient treatment. There was no patient harm. Manufacturer's ref. #: (B)(4).